Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there more than 1 patient event reported? No. Please clarify the event reported: name of procedure. Sleeve gastrectomy. What tissue was the stratafix spiral used on? Gastrojejunal anastomosis. The event indicates an intra-op suture breakage and a post-op suture breakage. Did a suture break intra-op? Yes. How many sutures broke intra-op? Two. Were there any adverse patient consequences associated with the intra-op suture breakage? No. Did a suture break post-op? Yes, probably. How many sutures broke post-op? One or two. Were there any adverse patient consequences associated with the post-op suture breakage? If yes, please provide details. Creation of pus. For post-op suture breakage, was any medical/surgical intervention or re-suturing required? Yes. If yes, please provide specific details of that intervention. Washing of pus and closure. Did the post-op inflammation require any medical or surgical intervention? Yes. If yes, please provide specific details of that intervention. Washing of pus and closure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Why did the patient need to undergo reoperation? Please describe any medical/surgical intervention required for this suture event including dates and results. For the suture that broke post-op, where was the suture break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? Did the patient have an infection? If yes, please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Is the device or any representative samples being returned?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Why did the patient need to undergo reoperation? Please describe any medical/surgical intervention required for this suture event including dates and results. For the suture that broke post-op, where was the suture break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? Did the patient have an infection? If yes, please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Is the device or any representative samples being returned?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown and a barbed suture was used. During the procedure, the suture broke with suturing. It was quite rigid. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested but unavailable: lot not retrievable. The single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there more than 1 patient event reported? If yes, how many patients? If the exact number of patients is known, please create 1 pc for each additional patient. If the exact number of patients is not known, but it is known that there is more than 1 patient event, please create 1 additional pc to capture the ambiguous number of additional patients. Please clarify the event reported: name of procedure. What tissue was the stratafix spiral used on? The event indicates an intra-op suture breakage and a post-op suture breakage. Did a suture break intra-op? How many sutures broke intra-op? Were there any adverse patient consequences associated with the intra-op suture breakage? If yes, please provide details. Did a suture break post-op? How many sutures broke post-op? Were there any adverse patient consequences associated with the post-op suture breakage? If yes, please provide details. For post-op suture breakage, was any medical/surgical intervention or re-suturing required? If yes, please provide specific details of that intervention. Did the post-op inflammation require any medical or surgical intervention? If yes, please provide specific details of that intervention. Current condition of the patient? Are there plans for any product to be returned?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age 42, gender f, weight 102 kg, bmi 39,8, at the time of index procedure. Date of index surgical procedure? On (B)(6) 2024. The diagnosis and indication for the index surgical procedure? Obesity, bypass what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? No. Why did the patient need to undergo reoperation? Anastomotic fistula. Please describe any medical/surgical intervention required for this suture event including dates and results. On (B)(6) 2024. Cleaning, drainage for peritonites. Good results for the suture that broke post-op, where was the suture break noted (termination, middle, end)? Middle. Can you describe the appearance of the stratafix suture during second procedure? Not visible. Did the patient have an infection? Yes. If yes, please provide the onset date/time of infection from the initial surgical procedure. 8 days. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes. Were cultures performed? No if so, please provide the results. How much and what type of drainage is present in this wound?1 black drain. Were any pre-op cleansing procedures changed recently? If yes, please describe.skin scrub with iodine povidone. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Peritonism onset date? Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Good conditions. Is the device or any representative samples being returned? Not yet.